Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited low out-of-range shock impedance measurement of 0 ohms that was detected via the patient's remote monitoring system. Boston scientific technical services (ts) discussed possible electromagnetic interference (emi) and provided troubleshooting options. Additional information indicated that the cause of low out-of-range shock impedance measurement was not determined. The patient did a patient initiated interrogation and the impedance measurement went back to normal range. The patient will then be monitored. This system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.